Manufacturer narrative:
Device analysis conclusion: the guide wire was received at csi for analysis. Visual examination confirmed the reported fracture. The distal spring tip section was not returned for analysis. Scanning electron microscopy analysis showed evidence of torsional forces and rotational damage at the fracture site. It is hypothesized that the spinning driveshaft contacted the spring tip, thereby causing the fracture. This is consistent with details reported to csi. The root cause of the failure is considered to be use not consistent with IFU. The diamondback 360® coronary orbital atherectomy system warns, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
An orbital atherectomy device and viperwire guide wire were used for treatment of a lesion in the obtuse marginal artery via femoral access. Following two treatments, the oad jumped and came into contact with the tip of the viperwire guide wire when the speed was changed from low to high speed. The tip of the wire fractured, and a stent was deployed to cover the fragment against the vessel wall.